Event description:
The event is reported as: during use of the device, the clips did not close. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR? The sample is reported as available for eval. The device sample was not returned at the time of this report.